Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in (B)(6), during transapical tavr with a 23 mm sapien 3 valve in the aortic position, the certitude delivery system balloon ruptured at inflation. The valve was well deployed but it was not possible to remove the balloon since it got stuck in the ascending aorta. The distal portion remained asymmetrically opened "umbrella-like" and did not enter the sheath. A snare was used and eventually the broken balloon was reintroduced into the sheath and the device was withdrawn. It was reported that the patient suffered from a stroke and remains in a comatose state.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case.  Please reference related manufacturer report no: 2015691-2019-03954. The delivery system was returned to edwards lifesciences for evaluation with the proximal balloon shoulder inserted past the sheath tip. Visual inspection of the returned device showed the following:  radial balloon burst; pieces of inflation balloon are missing from a portion of the proximal taper and working length sections of inflation balloon. Per report, all pieces of balloon material were retrieved from patient, it is possible some balloon pieces detached after retrieval from patient and prior to receipt of device for evaluation.  No functional testing was performed due to the nature of the complaints. The complaints were confirmed through visual inspection and imagery review.  Dimensional analysis was performed and the single wall thickness of the inflation balloon around the edges of the burst, along the working length of the balloon were taken.  All measurements were within specifications. During the manufacturing process, the balloon outer diameter, working length, and single wall thickness are measured. The balloon is visually inspected for any defects. The entire delivery system is inspected for any defects. All inspections/tests are conducted on 100% of units, except in the case of product verification (pv) testing, where the units are chosen on a sampling basis. These inspections during the manufacturing process support that it is unlikely that a defect in manufacturing contributed to the events. A device history record (DHR) review was performed and revealed no manufacturing issues that may have contributed to the reported event.  A lot history review was performed and revealed no similar complaints.  A review of the complaint history from (B)(6) 2018 to (B)(6) 2019 revealed other returned similar complaints; however, no manufacturing non-conformances were identified during these evaluations.  Available information suggested that patient and or procedural factors may have caused or contributed to the similar events. A review of complaint history revealed that the occurrence rate did not exceed the control limit for the trend categories. A review of the instruction for use (IFU) and training manuals for revealed no deficiencies.  Per the IFU: begin initial deployment with a controlled slow inflation. Fully inflate and hold for 3 seconds to ensure complete deployment.  Completely deflate the balloon.  Balloon should be fully deflated and un-flexed prior to retraction into sheath. Stop pacing and withdraw the balloon from the native valve. If delivery system balloon ruptures or leaks during deployment without thv embolization. Do not use excessive force. Take care when removing the delivery system through the tip of the sheath. A review of the risk management documentation was performed and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.    The complaints for balloon burst, delivery system withdrawal difficulty through sheath, and balloon separated were confirmed. However, investigation of the device, complaint history, lot history, and DHR revealed no indication that a manufacturing non-conformance contributed to the event. A review of manufacturing mitigations supports that the delivery system has proper inspections in place to detect issues related to the complaint events. A detailed root cause analysis for similar returned balloon burst complaints has been summarized in technical summary written by edwards lifesciences. The technical summary provides a rationale as to why it is unlikely that a product defect, manufacturing non-conformance, or IFU/training deficiency contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified annulus. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Once the balloon burst, withdrawal through the sheath may have been impeded by an increased (¿umbrella-like¿) balloon profile, resulting in the described withdrawal difficulty. It was stated that the device was eventually managed to be retrieved with no missing balloon pieces. However, upon receipt of the complaint device, material was missing from the working length of the balloon.  As per medical opinion, some pieces may have detached afterwards. This implies that the balloon material did not separate during attempts to retrieve the device from the patient, but had separated due to handling of the device post-procedure. Available information suggests that patient factors (calcification) contributed to the balloon burst, and procedural factors (retrieval of burst balloon and subsequent device handling post-procedure) contributed to the withdrawal difficulty and balloon separation. Per the imaging review impressions: images show the certitude sheath close to the annulus. This means that the whole sheath was inside the patient, obstructing completely the carotid artery until it was removed. It is to be noted that the certitude sheath is not hydrophilic and is indicated in france only for transapical and trans-aortic approach. Per the instructions for use (IFU), permanent or transient neurological events including stroke are potential adverse events associated with the tavr procedure and the use of the edwards thv devices.  According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients. After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes.  In this case, the cause of the reported stroke post tavr procedure appears to be related to procedural factors.  Since no product non-conformances or labeling/IFU/training deficiencies were identified, and the occurrence rates did not exceed the applicable trend category control limits, neither a product risk assessment (pra) escalation, nor preventative or corrective actions (CAPA) are required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Additional information obtained from the physician clarified that the tavr procedure was performed under general anesthesia via transcarotid approach (not transapical as originally reported) by the left carotid artery. Per report, there was major calcification on the aortic valve and aortic annulus. The sapien 3 valve implanted slightly higher in a previously implanted bioprosthetic aortic valve to treat the aortic regurgitation of the 1st valve. The balloon burst during full inflation due to the major calcifications. There were difficulties removing the delivery system and prolonged the duration of the procedure.  There was no injury observed during the procedure.  Post procedure, when the patient woke up from the general anesthesia it was discovered that he had right hemiplegia and aphasia due to a severe ischemic stroke.  As per medical opinion, the stroke was related to the balloon burst, as there was no thrombus noted, and the balloon rupture was transversal and was thought to have blocked the artery while the device was being removed.  It was confirmed that the balloon broke into two pieces during removal. The distal part was retrieved with a lasso device, nothing remained in the patient. The delivery system was returned to edwards lifesciences for evaluation. Visual inspection confirmed the balloon burst.  The balloon shoulder leg was flared out on the distal end, the balloon had a full radial burst, and the balloon appears to be missing pieces in its middle region. However, the physician confirmed that there were no missing pieces when the device was removed from the patient and that some pieces may have detached afterwards during device return. Intra-procedural cine images were provided to edwards lifesciences and the following observations and impressions were provided upon review: calcified cusps, the pigtail in place in non-coronary cusp (ncc). Pig tail on ncc, not perfect coplanar view, first valve was a little bit low before deployment.  Post valve deployment, the valve was too ventricular and not fully expanded, with aortic regurgitation due to open cells at the annulus.  A second valve was implanted with good deployment and good position. The images did not show the balloon burst. The next images show maneuvers to remove the balloon using a lasso. Investigation of this event is ongoing.